Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella pump for mechanical circulatory support. It was reported that a controller error alarm (yellow) occurred on the automated impella controller (aic). The ao position waveform appeared and disappeared repeatedly, so the aic was replaced with another aic without any additional reported issues. No reported harm or injury to patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.